Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to send information from meter to the insulin pump. Customer's blood glucose was 524 mg/dl and data was sent to insulin pump. Customer declined troubleshooting for high blood glucose.